Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging air bubbles present in the cartridge and infusion set. The reporter confirmed correct filling technique and confirmed that the infusion set was connected to the cartridge per the instructions for use. There was no damage noted to the cartridge related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.